Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 51 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had crack. The customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.